Event description:
It was reported that patient underwent revision knee arthroplasty on (B)(6) 2012, due to an infection sustained after a dental procedure. A subsequent revision procedure occurred on (B)(6) 2012 to remove and replace the tibial bearing due to ongoing infection. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." Prior revision for this patient was reported under manufacturer reference MDR number 1825034-2012-00359